Manufacturer narrative:
Continuation of d10: product ID 978b128 (B)(6) implanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-jan-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient received new lead wires when they got the implant in 2024 but they were not getting readings from the other side so the patient was told something about programs and that program 1 and 2 may not work. Additional information was received from a healthcare professional (hcp). The hcp reported that the patient previously had bilateral lead placement. Their most recent [illegible] resulted only in a left side lead. The most likely cause was abnormal impedance from prior surgery. They will reach out to patient to see if interrogation necessary. Patient visit on (B)(6) 2024, they were doing well. Issue was not yet resolved.